Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated :b5, d5, g1-2, g4-h2, h3, h6, h10. No x-rays or surgical notes were provided, therefore the event could not be confirmed. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 1733 products refobacin bone cement r 2x40g, reference (B)(4), lot number 228bah2606 were manufactured on 08 january 2014, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaint was been recorded for refobacine bone cement r 2x40 g, reference (B)(4), batch 228bah2606 within one year. An investigation has been performed, consisting of a documentary review. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. No non-conformity has been detected which could be linked to the describe event and the root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a cemented left hip primary total prosthetic replacement using cement on (B)(6) 2014. Patient was revised on (B)(6) 2014 due to a dislocation and subluxation of the acetabular cup. The femoral head was revised (investigated in (B)(4)). The acetabular cup and the acetabular liner were revised as well (both were competitor product). No additional adverse consequence was reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision surgery due to dislocation/subluxation. Acetabular cup was revised along with acetabular liner; both were competitor "product".